Event description:
It was reported by the distributor that blood was leaking from the catheter when the dialysis treatment was started. The catheter was broken at the "y" connector. The pt loss less than 20cc of blood.